Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were failed. A field service engineer (fse) tested drawer using the hardware test application and confirmed it was functioning correctly. The station was then shut down, all drawer cables were reseated, and the station was restarted. A second hardware test was performed, and the drawer operated as expected. An acceptance test was successfully completed, and the application was restarted. The customer verified functionality by accessing the drawer and completing an inventory of the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple cubies failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.